Event description:
It was reported that noise resulting in oversensing and loss of pacing was observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event, however this was not confirmed via diagnostic imaging. As the patient is pacemaker dependent, a lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored until the procedure is performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the lead was capped and replaced to resolve the event. The patient was in stable condition.